Event description:
Additional information indicated that the patient was scheduled to see a electrophysiologist for a lead revision procedure.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that, during a normal follow up visit last month, this right atrial (ra) lead had a lead safety switch to unipolar configuration for pacing impedance measurements greater than 2500 ohms. At that time, pacing impedance measurements were normal in both unipolar and bipolar configurations as well as normal lead diagnostics. Currently, there are pacing impedance measurements greater than 2500 ohms with ra loss of capture. The patient has an intrinsic rate and is normally 34% paced in the atrium and 12% paced in the ventricle. Ra lead diagnostics reveals that pacing impedance measurements are greater than 2500 ohms in both unipolar and bipolar configurations. Loss of capture at previous threshold of 0.8 volts was set to 2.5 volts output except around 6.5 volts at 0.4 millisecond. P-wave measurements are intermittent but historically at 2.2 millivolts. A chest x-ray at the last visit was unremarkable. 1.5k anti-tachycardia response (atr) mode switching for noise.